Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the patient was referred for generator and lead replacement due to protrusion of a tie-down and increased seizures. (The protrusion of the lead clip is captured in the current report and the increased seizures is captured in MFR. Report #1644487-2018-02115). It was reported that the protrusion was caused by trauma that occurred during one of the patient's seizures. Per the medical professional, the generator and lead replacement surgery is being performed to preclude a serious injury as well as for patient comfort. No surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The neurologist reported that one reason for the revision of lead and generator was that the patient was not getting the efficacy she was hoping for and the neurologist believed that putting in a new system would improve efficacy. Product analysis was completed on the returned generator. The generator output was monitored for more than 24-hours and the results showed that the generator operated as expected. A comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the returned pulse generator. Internal data of the generator indicated that impedance was ok prior to explant (based on data collected during 24-hour generator checks.) Product analysis was completed on the returned lead. The lead was received in two portions. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Analysis identified two abraded openings in the outer tubing that were likely caused by wear. These abraded openings and the cut ends of the lead, made during the explant process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The fluid leaks and abraded openings in the outer tubing would not be expected to impact device functionality as there was no evidence that the inner tubing was compromised prior to explant in the returned portion of the lead. It should be noted that evidence of a potential lead fracture with pitting was observed at the end of one of the lead coil portions; however, because the internal generator data recorded that the impedance was ok until explant, it is believed that the lead fracture occurred during or after explant. The presence of pitting can be explained by the generator remaining on and stimulating after explant to the cut end. Other than the above observations, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No further relevant information has been received to date.

Manufacturer narrative:
Correction: initial MDR inadvertently stated infection instead of protrusion: device evaluated by MFR?, device evaluation is not necessary as protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
An implant card for the patient was received and indicated that the patient underwent a generator and lead replacement surgery. No further relevant information has been received to date.